Manufacturer narrative:
Investigation results: the product has been received for evaluation and the reported problem was confirmed. An investigation is pending regarding additional inventory in stock to determine if other units are affected. Based on the outcome of this investigation remedial action will be taken as required.

Event description:
The distributor reported that the sterile package had a foldover and the sterility of the product was compromised. This was observed during receiving inspection, and the product was not shipped to a facility.